Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This atrial lead had dislodged after a generator changeout at another facility. The ep determined that we could reposition the chronic rv lead plug the atrial port, remove the atrial lead, due to his chronic atrial fibrillation. That was what was done and no adverse events to the patient.